Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for generator change, previous issue of rv lead noise with low impedance was identified from the medical records. Patient experienced inappropriate anti-tachycardia pacing (atp) due to noise. Device was downgraded to permanent pacemaker (ppm) device. Patient did not have any adverse consequences.